Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment the "head" of the device could not be opened. No patient injury was reported.

Manufacturer narrative:
The pipeline braid was returned for evaluation with the microcatheter. The pipeline pushwire was not returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with one end having severe fraying, and the other end having moderate fraying. Catheter accordion was observed. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. The cause for the reported experience could not be determined as the pipeline pushwire was not returned. It is possible that the damaged braid (fraying) may have contributed to the reported issue. However the cause for the damages observed could not be determined. Per our instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system.¿ all devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.